Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Interrogation of the the ICD displayed a message indicating that the ICD is unable to complete a charge and deliver therapy. It was also noted that the battery status had dropped at a faster rate than expected since that patient's last follow-up, one month prior. The ICD was explanted.